Event description:
Pt was a (B)(6) male with a baseline nihss score of 18. Physician made three passes with the merci retriever v 2.5 soft. The following day, pt had a hemorrhage transformation. Pt's 24 hour nihss score was 12. Pt outcome was resolved with no clinical sequelae. There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome.